Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring and increasing incontinence. The cuff was not coapting enough so a new pressure regulating balloon (prb) was implanted to increase the pressure and create more closure of the urethra. There were no further patient complications reported.